Manufacturer narrative:
The returned device was evaluated and the device was received with evidence of fluid ingress on multiple internal components, including the commutator cap and pcb. An 0x40, rotational sensor maximum open count exceeded, hazard alarm was observed in pod data as a result of the rotational sensor data failing to transition to an open state. A leak test was performed and insulin was observed to leak from the back of the nail head. This indicates an inadequate soft cannula. This inadequacy is confirmed as the cause of the observed fluid ingress and subsequent hazard alarm. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_ios omnipod software app version: 2.0.4 operating system: 18.6 hardware: iphone14.7 cgm sensor type: g7.

Event description:
It was reported the patient's blood glucose level rose to over 250 mg/dl while wearing the pod between 1 and 4 hours. The patient reports receiving a pod hazard alarm while wearing the pod. An investigation of the device confirmed insulin leaking from the back of the nail head. This indicates an inadequate soft cannula.